Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, before opening the foley tray insects on the packaging paper was found.

Event description:
It was reported that, before opening the foley tray insects on the packaging paper was found.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related. The reported failure was able to be reproduced. The product had caused the reported failure. Evaluated the sample and observed there was an insect embedded inside layer of wrapping sheet. The dead insect is non-removable. The reported event is confirmed as supplier related and documented under scar-24-03-003. The potential root cause for this failure could be due to defect contributed by vendor/supplier. A potential root cause for this failure mode could be due to (example: defect contributed by vendor/improper handling/unclean machine / working area). Based on information in the pfmea, the risk of this failure is medium. Current controls in place are adequate to mitigate this failure mode. A review of the device labeling have been conducted for investigation purposed. The IFU is attached in the investigation overview tab. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction; d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.